Event description:
It was reported by the physician that he was placing a catheter in the patient's femoral artery and experienced difficulty with the spring wire guide (swg). The sale representative stated, three kits were used on the same patient. There were no patient complications reported. No further details are available.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: three single-lumen catheters and three swg's were returned for evaluation. The three returned catheters showed evidence of use, but no damage or anomalies. A .025 inch diameter swg was passed through catheters without difficulty. Two of the swg's were bent & had several raised coils. The third swg was partially unraveled & had a separated core wire approximately 40 mm from distal tip; no pieces appeared to be missing. The outside diameters of swg's were confirmed to be within specification. Instruction booklet, arrow p/n f-04020-102a, rev. 3, describes suggested techniques to insert & remove swg & warnings/precautions to minimize likelihood of swg damage during use. The device history records for the catheters & swg's were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The report of difficulty with the swg was confirmed through visual inspection of returned sample. However, based on the sample & information provided, the potential cause of this issue cannot be determined. A CAPA has been initiated to address this issue.